Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the absolute pro instruction for use states: note the product use by date specified on the package. The investigation determined the reported complaint was due to user error. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the left iliac. After the absolute pro self-expanding stent was implanted, it was discovered that the product had expired four days before implant date. There were no adverse patient effects reported. There was no clinically significant delay in the procedure. No additional information was provided.